Event description:
It was reported that there was an under infusion by the device. No patient injury was reported.

Manufacturer narrative:
No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.